Event description:
It was reported that the device's display screen turned red, making it difficult to read displayed info. In addition, a box appeared in the lower corner of the screen and the user could not dismiss it.